Manufacturer narrative:
Correction: omit; user facility, and other; not provided from section g.3. Additional information added: d.10. The customer report that the set leaked through the vent hole was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. No other obvious issues or damages were observed. Visual inspection of the set's filter's lower air vent membrane was wetted/compromised and functional testing observed a leak (termed ¿weeping out¿) from the same area. The root cause of the leak was unable to be identified.

Event description:
It was reported that the tubing set leaked through the vent hole during the priming of normal saline. It was further confirmed during follow up, that there was no patient involvement and subsequently, no patient harm or impact as a result of this event.

Event description:
It was reported from the pharmacy that the tubing set leaked through the vent hole during the priming of normal saline. It was further confirmed during follow up, that there was no patient involvement and therefore, no patient harm or impact as a result of this event.

Manufacturer narrative:
Revised b5. Changed reportability aware date to (B)(6) 2019. Revised e3. Revised g3 (took out user facility and other). Revised g4. Correction to g4 - (B)(6) 2019.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing set leaked through the vent hole with normal saline. There was no patient care delay and it did not contribute to, or result in serious adverse impact to patient or the caregiver.